Event description:
Allegedly this patient had the original "field" hip made by cremascoli for prof field in with an ancafit cup. Due to dislocation and wear of the poly liner, the surgeon decided to leave the well-fixed stem in position, he changed the head and then inserted a new ancafit liner that we ordered in specifically for this patient. As the liner is no longer ce marked, we had mhra approval to change the liner on humanitarian grounds. Medium activity level.

Manufacturer narrative:
This event occurred in (B)(6).